Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete. (B) (4).

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, the device was difficult to remove. The device was removed using the access ports, counter-traction, and an assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.